Manufacturer narrative:
Per sales rep. "The tpn had to be drawn from the patients belly. The patient is doing fine. An investigation is currently under way. Upon completion the results will be forwarded."

Event description:
It was reported to tyco health care/kendall on 2/27/2008 that a customer had a problem with a umbilical vessel catheter. Customer stated: "once the uvc had been placed we found that it had infiltrated the belly of the patient. We then removed the uvc and withdrew the tpn from the belly of the patient. Nurse said the uvc looks normal and nothing seemed different with the pt as compared to others."